Event description:
It has been reported to philips that the allura host pc was unable to connect to the system interface box (sib). The system was in clinical use when this occurred. There was no report of harm. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. The field service engineer (fse) inspected the system onsite and confirmed the reported issue. Upon functional testing fse identified defective sibbox. The fse replaced sibbox. After this, the system was returned to use in good working order. The codes were updated based on the investigation outcome.